Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00062. It was reported surgical intervention took place on (B)(6) 2015, and the patient's ipg was explanted and replaced. It is unknown if this measure resolved the reported stimulation issue. An additional report is being submitted for the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00062. Follow up on this matter found the patient is receiving effective stimulation following the procedure. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. Efforts to recapture effective therapy via reprogramming were unsuccessful. Surgical intervention may be undertaken to address this issue.